Event description:
A dialysis facility has reported the following incident: after 30 min of treatment, pt reported itchiness and chest pain and his blood pressure and pulse increased. Unit gave heparin prior to treatment and is now in hospital for observation. The facility has been contacted for additional info on this event. It has been learned in speaking with the rn that the pt had started dialysis at 0510 and at 0530 reported body itching. The tech went to evaluate the pt, as this pt stated that he can't breathe and that his throat is closing. The hemodialysis treatment was then discontinued. Also, it was reported that the blood was returned back to this pt and then a call was placed to 911. The pt was transported to the ER for evaluation. The rn reported that at the time of transfer, the pt was hypotensive and vomiting. It was also learned in speaking with the rn that this pt has been receiving dialysis at this unit for 3 years, and had been receiving all of his dialysis treatments with the use of the dialyzer for 1 year. An updated report was received on 03/01/2010. The rn has reported that the pt was doing fine. The pt was admitted to the hospital for an overnight observation of this event. The pt was discharged on the following day. It was also learned that this pt received dialysis at this unit with use of this dialyzer until (B) (6) 2010 where the pt was then hospitalized for a pelvic abscess. The pt is receiving dialysis at this time in the hospital. The facility will be sending in samples for evaluation.